Manufacturer narrative:
The device was evaluated at ocsm. The following information was provided by the olympus field service engineer (fse). The user had reprocessed the device in the normal way. The fse was unable to identify what the foreign material was. When the air/water nozzle was found to be clogged, the nozzle was directly replaced with a new one. No attempt was made to remove the foreign material. The device has been repaired once in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the air/water nozzle was clogged during perfusion after preparing for use and replaced the nozzle. The user completed the intended procedure, gastroscopy, with another device without delay of more than 15 minutes. The patient was not yet anesthetized when the user found the clogged nozzle. Olympus then inspected the device at the service department of olympus china sales & marketing (ocsm) and found that the air/water nozzle was clogged with foreign material. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no reports of device nonconformity that caused the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, foreign material derived from peripheral devices such as injection tubes and silicone rubber products may have clogged the air/water nozzle. -from the device inspection results, it was confirmed that the air/water nozzle was clogged with foreign material. -the user had reprocessed the device in the normal way. -in the past similar cases, it is surmised that debris such as injection tubes and silicone rubber products entered the channel and clogged the air/water nozzle. The instruction manual states that the air/water nozzle should be inspected for irregularities. In addition, it also states inspection of the endoscopic system, air-feeding function, and objective lens cleaning function. Therefore, the user can properly detect the reported event by following the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.